Event description:
Pt was implanted with a vented electricc left ventricular assist device (lvad). During the implant, it was reported that the surgeon was unable to use the coring knife. Due to it being dull. A back up coring knife was used to complete the case.the pt remains stable, and on lvad support while awaiting a heart transplant.